Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly and all operating currents were within specification. The insulin pump passed the self test and no blank display was noted. However, the insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a stained end cap sticker.

Event description:
It was reported the insulin pump had a blank display. Customer's blood glucose was 254 mg/dl. The device was cracked at the top right hand corner of the device. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.